Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("increased dysmenorrhea"), abdominal pain lower ("lower abdominal pain"), cystitis ("bladder infection"), vulvovaginal mycotic infection ("yeast vaginitis"), urinary tract infection ("urinary tract infection") and pelvic pain ("physical pain"). At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, abdominal pain lower, cystitis, vulvovaginal mycotic infection, urinary tract infection and pelvic pain outcome was unknown. The reporter considered abdominal pain lower, cystitis, device dislocation, dysmenorrhoea, genital haemorrhage, pelvic pain, urinary tract infection and vulvovaginal mycotic infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirmed that the essure device was successfully occluded.. Most recent follow-up information incorporated above includes: on (B)(6) 2018: legal claim was received and the following information was provided : essure insertion date added. Event term 'injury' updated to migration, increased dysmenorrhea, lower abdominal pain, bladder infection, yeast vaginitis, urinary tract infection, heavy bleeding and physical pain. Lab data added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration / migration of essure device location of device: right essure: not able to locate') and genital haemorrhage ('heavy bleeding') in a 25-year-old female patient who had essure (batch no. B40014) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary tract infection, vaginal itching, vaginal discharge, yeast infection, constipation, vaginal irritation, ruq pain, cholelithiasis, epigastric pain, nausea, loose stools, multigravida, parity 3, chlamydia trachomatis infection, vaginal itching, spotting vaginal, bloody stool, dysuria, bacterial vaginosis, vaginal odor, urinary frequency, white blood cells urine positive and uterine bleeding. Previously administered products included for an unreported indication: depo-provera from 2009 to (B)(6) 2013. Concomitant products included paracetamol (acetaminophen) since 2014. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced device dislocation (seriousness criterion medically significant), dysmenorrhoea ("increased dysmenorrhea / dysmenorrhea (cramping)"), abdominal pain lower ("lower abdominal pain"), urinary tract infection ("urinary tract infection / infection (bladder/ urinary tract/vaginal) type: uti"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems condition: depression"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"), 3 months 20 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), cystitis ("bladder infection"), vulvovaginal mycotic infection ("yeast vaginitis") and pelvic pain ("physical pain"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, abdominal pain lower, cystitis, vulvovaginal mycotic infection, urinary tract infection, pelvic pain, vaginal haemorrhage, menorrhagia, vaginal infection, depression, urinary tract disorder, bladder disorder, vaginal discharge and fatigue outcome was unknown. The reporter considered abdominal pain lower, bladder disorder, cystitis, depression, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal mycotic infection to be related to essure. The reporter commented: 2 essure rings seen protruding from ostia into uterine cavity on left 10 essure rings seen protruding from ostia into uterine cavity on right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion uterine cavity normal, right tube occluded, left tube occluded; on (B)(6) 2013: confirmed that the essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2019: quality safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration / migration of essure device location of device: right essure: not able to locate') and genital haemorrhage ('heavy bleeding') in a 25-year-old female patient who had essure (batch no. B40014) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary tract infection, vaginal itching, vaginal discharge, yeast infection, constipation, vaginal irritation, ruq pain, cholelithiasis, epigastric pain, nausea, loose stools, multigravida, parity 3, chlamydia trachomatis infection, vaginal itching, spotting vaginal, bloody stool, dysuria, bacterial vaginosis, vaginal odor, urinary frequency, white blood cells urine positive and uterine bleeding. Previously administered products included for an unreported indication: depo-provera from 2009 to (B)(6) 2013. Concomitant products included paracetamol (acetaminophen) since 2014. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced anxiety ("mental anguish"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criterion medically significant), dysmenorrhoea ("increased dysmenorrhea / dysmenorrhea (cramping)"), abdominal pain lower ("lower abdominal pain"), urinary tract infection ("urinary tract infection / infection (bladder/ urinary tract/vaginal) type: uti"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems condition: depression"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"), 3 months 20 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), cystitis ("bladder infection"), vulvovaginal mycotic infection ("yeast vaginitis") and pelvic pain ("physical pain"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, abdominal pain lower, cystitis, vulvovaginal mycotic infection, urinary tract infection, pelvic pain, vaginal haemorrhage, menorrhagia, vaginal infection, depression, urinary tract disorder, bladder disorder, vaginal discharge, fatigue and anxiety outcome was unknown. The reporter considered abdominal pain lower, anxiety, bladder disorder, cystitis, depression, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal mycotic infection to be related to essure. The reporter commented: 2 essure rings seen protruding from ostia into uterine cavity on left 10 essure rings seen protruding from ostia into uterine cavity on right diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion uterine cavity normal, right tube occluded, left tube occluded; on (B)(6) 2013: confirmed that the essure device was successfully occluded.. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Reporter's information updated. Event: mental anguish were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("increased dysmenorrhea"), abdominal pain lower ("lower abdominal pain"), cystitis ("bladder infection"), vulvovaginal mycotic infection ("yeast vaginitis"), urinary tract infection ("urinary tract infection") and pelvic pain ("physical pain"). At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, abdominal pain lower, cystitis, vulvovaginal mycotic infection, urinary tract infection and pelvic pain outcome was unknown. The reporter considered abdominal pain lower, cystitis, device dislocation, dysmenorrhoea, genital haemorrhage, pelvic pain, urinary tract infection and vulvovaginal mycotic infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirmed that the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration / migration of essure device location of device: right essure: not able to locate') and genital haemorrhage ('heavy bleeding') in a 25-year-old female patient who had essure (batch no. B40014) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary tract infection, vaginal itching, vaginal discharge, yeast infection, constipation, vaginal irritation, ruq pain, cholelithiasis, epigastric pain, nausea, loose stools, multigravida, parity 3, chlamydia trachomatis infection, vaginal itching, spotting vaginal, bloody stool, dysuria, bacterial vaginosis, vaginal odor, urinary frequency, white blood cells urine positive and uterine bleeding. Previously administered products included for an unreported indication: depo-provera from 2009 to (B)(6) 2013. Concomitant products included paracetamol (acetaminophen) since 2014. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced device dislocation (seriousness criterion medically significant), dysmenorrhoea ("increased dysmenorrhea / dysmenorrhea (cramping)"), abdominal pain lower ("lower abdominal pain"), urinary tract infection ("urinary tract infection / infection (bladder/ urinary tract/vaginal) type: uti"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems condition: depression"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"), 3 months 20 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), cystitis ("bladder infection"), vulvovaginal mycotic infection ("yeast vaginitis") and pelvic pain ("physical pain"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, abdominal pain lower, cystitis, vulvovaginal mycotic infection, urinary tract infection, pelvic pain, vaginal haemorrhage, menorrhagia, vaginal infection, depression, urinary tract disorder, bladder disorder, vaginal discharge and fatigue outcome was unknown. The reporter considered abdominal pain lower, bladder disorder, cystitis, depression, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal mycotic infection to be related to essure. The reporter commented: 2 essure rings seen protruding from ostia into uterine cavity on left 10essure rings seen protruding from ostia into uterine cavity on right diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion uterine cavity normal, right tube occluded, left tube occluded; on (B)(6) 2013: confirmed that the essure device was successfully occluded.. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical records received. Lot number added. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: vaginal, psychological or psychiatric problems condition: depression, bladder or urinary problems or changes, vaginal discharge, fatigue. Reporter information, concomitant drug, historical drug, medical history, lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.